Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 70 year old male with a history of coronary artery bypass grafts presented for an elective high-risk pci. Following an attempted pci, the procedure was interrupted and the patient placed on impella cp by replacing the procedural sheath by the impella cp introducer. Following placement of the system, oozing was noted and following manual compression, a fem-stop was applied on top of the indwelling impella catheter. This is usually consider counter-productive as the vertical pressure over the repositioning sheath increases the shear forces to the vessel wall and might aggravate bleeding. The impella pump could be successfully weaned and removed the following day.